Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the cartridge was filled with approximately 250 units of insulin, and remained static at 130 units despite the delivery of insulin. The customer declined to reload the existing cartridge, and declined further follow-up from tandem technical support. The customer reported blood glucose level was just below 200 mg/dl.